Manufacturer narrative:
The patient's ongoing driveline infection was previously reported under MFR# 2916596-2022-00213 and MFR# 2916596-2021-07255. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a planned driveline revision due to an ongoing methicillin-resistant staphylococcus aureus (mrsa) infection that was previously revised. That same day, the driveline revision was successfully performed and the patient was put on intravenous (IV) ciprofloxacin which they would continue until (B)(6) 2022. The patient was discharged home following the driveline revision and would take a two week IV course of daptomycin. The patient was then transitioned to oral antibiotics which they would remain on for life.